Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appears to be related to an interaction of the device with the patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Reportedly, the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted the proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least one device and the pre-close technique are required. It is unknown if the reported IFU violation contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an interventional ablation procedure using a 9f sheath. Reportedly, a cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.